Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that both cuffs captured the needles and approximately 1.5 of rail suture end attached to the plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. However, because the entire suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the access site to close the vessel. Contributing factors for the reported failure to achieve hemostasis after completing the device deployment sequence include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. Because the suture was not returned with the device for investigation, no manufacturing-related deficiencies could be identified. There were no challenging anatomical conditions reported which could have contributed to the reported product experience. Incorrect deployment techniques that resulted in knot lock, suture break at the knot, and suture pulled out of the artery while advancing the knot to the arterial surface could have contributed to failure to achieve hemostasis as reported. However, because the suture was not returned with the device for investigation, these could not be confirmed. Also, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Based on the reported information and the investigation findings, the reported failure to achieve hemostasis after completing the device deployment sequence could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. Every suture including its knot is inspected for proper assembly during manufacturing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery after an interventional procedure. Reportedly, the device was deployed uneventfully, however bleeding was still observed at the access site. Manual arterial compression was applied to achieve hemostasis. The patient did not experience any adverse effect. It was indicated that the access site was not calcified. The physician is trained in the use of the proglide device. A 6fr sheath was used during the closure procedure. Though requested, no additional information was provided.